Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited non-physiological noise on electrograms (egm). It was further reported that both leads exhibited insulation damage at the suture sleeve site. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.